Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having a low vault and refractive surprise. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for a longer lens. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).